Event description:
The site reported that a (B)(6) female pt received a 3rd degree burn on her left leg between the calf and thigh, where the non-covidien return electrode had been placed for a neurological procedure. During the procedure, the surgeon had noted that the device was not cutting or sealing the tissue. The medium was quite watery and the technical team suggested that another technology be used. The surgeon, however, continued with the same equipment and increased the potency to 120. After the surgery, which lasted approximately one hour, the nursing team noticed the burn. The return electrode was blood stained over 1/3 of the pad. The pt is reportedly hospitalized and in stable condition. A skin graft may be needed at the burn site. Additional questions have been asked of the site.

Manufacturer narrative:
(B)(4). The incident generator has been received by an international covidien service center and is under eval. When the unit eval is complete, a follow-up report will be submitted.